Event description:
User facility reports incident of a leak at the bonded joint between the main arterial tubing and dialyzer connector. This event occurred at the end of 4 hours hemodialysis treatment. Ebl = 30cc. No pt injury or need for medical intervention is reported. The actual complaint sample was not returned to the MFR.